Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device manufacture date was on an unknown date in october 2012. (B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. During visual inspection, a damaged door cover was noted. The power on self-test was successfully performed. Once made operational, by replacing the door cover, the device passed all check and calibration tests successfully during service. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: it was indicated that the patient passed away on an unknown day in (B)(6) 2014. The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.